Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to upper body physical movements/non-respiratory signals. Please refer to the complaint description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable pacemaker was not feeling well. It was determined that this was due to the rate of the minute ventilation (mv) feature was not as expected and the programmed parameters of the device were also different than expected. Since the patient is very active physically further evaluation in order to reach optimal reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.